Event description:
It was reported by the customer that intermittent occlusion alarms occurred. The customer's blood glucose level was below 351 mg/dl. The customer changed the infusion set and cartridge, resuming insulin therapy.